Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a peeling of adhesive around the objective lens, causing the image to disappear and triggering an e216 error (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the "glue of the objective lens is peeled off" caused by external factors or handling. Additionally, it is likely that the cause of phenomena "no image" and "error code e216" is that the image sensor unit has failed due to an air leak and the internal board inside the video connector has short-circuited, which may have caused the event. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described in the operation manual ¿chapter 3 section 3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.